Manufacturer narrative:
Ortho solutions carried out a comprehensive investigation into the circumstances that may have led to this situation. A summary of the findings and the conclusion of the investigation are abridged below. Device history record review: a review of the device history record showed the screws and plates passed inspection upon completion of manufacturing in accordance to the approved design. The products were quality inspected at ortho solutions and passed all dimensional and material specification. There were no non-conformities with the product identified which could have led to this complaint issue. The ultos plates and screws are one of five top most used systems distributed in (B)(4). (B)(4). Reviewing the x-ray it would appear that there are differences between the right and left mtp fusion procedures. The right 1st mtp head appears shorter than that of the left foot and reduction of the osteotomy site does not appear to be as complete as that achieved on the left. Such differences may be the result of a number of pre-operative or per-operative factors or may also be secondary to screw fixation failure and device loosening. With the data available at hand it was not possible to assess if the screw failure compromised the reduction of the osteotomy. It is also not possible to deduce from the single x-ray if this secondary to the metalwork failure. Review of the product history and failure rate does not require any corrective actions to be taken against the screws or plates in the ultos system at this point. If any further clinical information is provided the investigation can be reviewed again to help identify a cause of failure that may be inherent in the screws themselves.

Event description:
Surgeon performed a bilateral mtp fusion using a 3.5 cann screw across the joint and mtp plates on both sides. The bone surfaces were prepared using the mtp reamers. There were no complications during surgery. Three (3) months routine post-op x-ray showed that on one side 2 proximal screws had broken and on the other side one screw had broken. The surgeon will re-xray the patient at 6 months to see if both sides have fused.